Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that one of the jaws is detached from the rest of the device. The jaw legs of the loose jaw were found to be bent. No other defects or anomalies were observed. Reference files (B)(4). Functional inspection could not be performed since the device was returned with one of the jaws off of the device. However, the trigger was engaged to see if the ratchet ears were intact. Upon engagement, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The device was disassembled to inspect the internal components. Upon disassembly, no further damages were found to any of the internal components. The jaw appeared to have fallen off due to the jaw legs being bent. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as operational context caused or contributed to this event. The reported complaint of "metal jaw broke off clip applier" was confirmed based upon the sample received. One device was returned. The device was returned with one of the jaws detached from the device. The jaw legs of the loose jaw were bent which caused the jaw to fall off of the device. According to r & d, the bent jaw legs were not a manufacturing error. The jaw legs were most likely bent after the device left the manufacturing facility. The device was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Based on the condition of the sample received, operational context caused or contributed to the complaint issue.

Event description:
The physician was performing a laparoscopy cholecystectomy and after dissecting down to triangle of calot he attempted to ligate the cystic duct however the first clip would not close around the vessel and then fell out of the distal tip. He attempted to clean the device. He did this 2-3 more times with clips. On the third time a portion of the metal jaws actually broke off of the clip applier and fell in the patient. He retrieved the piece and immediately stopped using the device.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician was performing a laparoscopy cholecystectomy and after dissecting down to triangle of calot he attempted to ligate the cystic duct however the first clip would not close around the vessel and then fell out of the distal tip. He attempted to clean the device. He did this 2-3 more times with clips. On the third time a portion of the metal jaws actually broke off of the clip applier and fell in the patient. He retrieved the piece and immediately stopped using the device.